Event description:
It was reported that the patient complained of an inflatable penile prosthesis (ipp) reservoir migration and difficulty operating the pump. It was noted that the reservoir was located in the suprapubic area and the pump was positioned high under the penis. The reservoir was replaced in the posterior abdomen and the pump was repositioned. There were no further patient complications reported.